Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluations description: analysis was normal.

Event description:
It was reported that the patient had signs of infection. There were redness and swelling at the implant site. The atrial lead was explanted.